Event description:
Hill-rom received a report from the account stating the intellidrive ran in reverse when pushed forward. The bed was located in ICU 1 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician "stated" the cable that interfaces the intellidrive boards was not fully connected. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician reconnected the cable and the issue was resolved. Based on this information, no further action is required.